Event description:
During routine testing of the device, the user observed an error message "f0a0". No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.